Manufacturer narrative:
The device was returned but has not yet been evaluated. A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of the valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve had to be removed from the patient because it had general performance issues.